Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.bjj.boneandjoint.org.UK/content/82-b/7/952.full.pdf+html. (B)(4). The devices were not returned for review as they remain implanted, therefore their conditions cannot be described. The DHR could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that 10 patients had intraoperative complications of undisplaced, type-ia, proximal femoral fractures which did not compromise the result and was not associated with subsidence or reoperation. Each was treated by cerclage wire.